Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized in response to the reported event. In the previous report section b5 was incorrect, it should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the airway from the device related to a CPAP device's sound abatement foam. The patient also reported exacerbated asthma symptoms, congestion, pneumonia, irritated throat and lungs leading to hoarseness. The patient was hospitalized for the reported events and four antibiotics and steroids were given to assist with breathing problem; and other medications also given until the patient was able to use the device again. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6, health effect - clinical code: has been corrected and type of investigation, investigation findings and investigation conclusions it has been updated in this report. Section b3 was incorrectly marked in the previous report, it has been corrected in this report.